Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) on december 14, 2016. The local representative was planning to fax stored episodes involving shock delivery. According to the local representative, the patient was in a rehabilitation facility for unknown reasons. The patient woke with chest pain associated with a cardiac arrest. The local representative requested intracardiac electrogram interpretation. Treated episodes #1 and #2 were reviewed by ts. The onset of treated episode#1 appears to be slow ventricular tachycardia with a rate of 100 bpm. Due to amplitude changes, there is oversensing resulting in shock delivery. The post-shock rhythm has the appearance of sinus rhythm with a rate in the 75-80 bpm range. The onset of episode #2 shortly after end of episode#1 and the rhythm prior to shock delivery looks similar to episode#1. The shock impedance for both shock therapies was 107 ohms. Ts did not have any recommendations at this time as the rate was below what is programmable with this s-ICD. The available information suggests that this device remains inservice.